Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) driveshaft fractured after one proximal to distal treatment and one distal to proximal treatment. The distal portion of the fractured component became lodged on the spring tip of the viperwire guide wire leading to the guide wire fracturing. The fractured components were unable to be retrieved from the patient. The procedure was attempted to be continued with a non-abbott device; however, they were unable to perform treatment with this device, leading to the procedure being aborted. The patient was in stable condition. In the physician's opinion, the potential long-term risks to the patient were mild, as the patient has been discharged from the hospital and was scheduled for a bypass surgery.

Manufacturer narrative:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used to a coronary artery with a mentioned 90-degree angle proximal to the lesion. It is unknown of the lesion location in this vessel, diameter, length, morphology (calcification), and any pre-atherectomy treatment to the lesion prior to the start of atherectomy. The user made one treatment/pass from proximal to distal (forward direction), followed by one treatment/pass from distal to proximal (backward direction). It is unknown of the user¿s technique of advancing the oad crown. The oad driveshaft fractured and the distal end (nosecone) fused to the distal end (spring tip) of the viperwire guide wire (gw), resulting in the gw to fracture. Both gw tip and oad nosecone separated and was unable to be retrieved by the user via snare. It was noted that the fractured components ¿drifted¿ to the right renal artery. User opted to treat this lesion with lithotripsy, where that failed, as the shockwave balloons ¿exploded on contact with the lesion¿ as mentioned in the report. The procedure was then aborted, where the patient would require bypass surgery would be needed on a different admission to the hospital. It is assumed the bypass surgery would include coronary arteries, but it is unclear how the separated components would be retrieved from the right renal artery during the bypass surgery. While the media does confirm the event with a malfunction seen in both the abbott oad and the gw, we cannot come to a probable cause of why the oad nosecone separated from the rest of the oad upon two passes/treatments of the lesion. It is unclear if the gw and the oad came in contact during treatment. If there was contact and a distance below the suggested 5mm between the nosecone and spring tip of the gw was noted, this could explain why gw fractured and separated. A visual inspection, functional testing and detailed analysis were performed on the returned device. The reported material separation which led to surgery, foreign body in patient, and serious injury are confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation which led to surgery, foreign body in patient, and serious injury appears to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture revealed possible evidence of fatigue failure indicating that the fracture occurred while spinning in an elevated stress environment. The cause of the stress condition that led to the fracture is unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4755, 4118, 3233, and 11 no longer apply. H10: related report number is for the guide wire.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) driveshaft fractured after one proximal to distal treatment and one distal to proximal treatment. The distal portion of the fractured component became lodged on the spring tip of the viperwire guide wire leading to the guide wire fracturing. The fractured components were able to be retrieved from the patient. The procedure was attempted to be continued with a non-abbott device; however, they were unable to perform treatment with this device, leading to the procedure being aborted. The patient was in stable condition. In the physician's opinion, the potential long term risks to the patient were mild, as the patient has been discharged from the hospital and was scheduled for a bypass surgery.